Manufacturer narrative:
(B)(4). D10. Unknown bearing item# unknown lot# unknown. Unknown oxford tibial item# unknown lot# unknown. Unknown femoral component item# unknown lot# unknown. G2: report source: new zealand. No product was returned, or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the provided journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo

Event description:
It was reported in a journal article that a patient underwent reoperation 1.4 years postop to remove a cement loose body. Diligence is completed and no further information on the reported event has been provided.